Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy from catheter.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The clip had to be forcefully removed from the mucosa. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.